Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 extension cable. The issue was that the jaws didn¿t heat enough to cauterize branches in the normal amount of time during ligation. They tested the same power supply with a different extension cable and it worked well. They feel confident that the cable was the issue. Setting on the power supply was 3. No added incisions. Time added to open new kit which also took a long time to heat through ligation of branches. No patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Corrected section : h6 from failure to deliver energy to electrical /electronic property problem. Communication/interviews: (B)(4) communication/interviews were performed to obtain all possible information. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period apr -2020 through mar -2022. Was reviewed. There were no triggers identified for the review period.